Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot and minor scratched lcd window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported issues with the buttons on the insulin pump. The customer's blood glucose was 142 mg/dl. The customer reported jumping into the pool while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.